Event description:
It was reported the device was used during a laparoscopic hernia. It was reported the ems would not close. Another product was pulled to complete the case. There was no pt consequence.